Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages were observed and there was concern for a short to shield. Technical services reviewed the submitted log files, and pump stoppages were confirmed. It was reported that the patient was sent home and advised to remain on batteries until further notice. It was reported that there was a wear point at the bend relief of the plug portion of the cable most distal to the patient. Patient was given an ungrounded power module patient cable. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains on vad support with the use of an ungrounded patient cable for power module support. No product was returned for evaluation. Evaluation of the submitted log file confirmed a pump stoppage event, however, a specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 06oct2018 to 25oct2018. The pump was set to a fixed speed of 9400 rpm. The pump operated above the low speed limit of 8800 rpm until 23oct2018 at 22:22 when the patient experienced a pump stoppage. The patient appeared to be operating on the mobile power unit (mpu) during this pump stoppage event. The pump returned to normal speed operation following this event and remained above the low speed limit for the remaining duration of the log file. No further information is available. The manufacturer is closing the file on this event.